Event description:
It was reported by the aci sales associate that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Following the procedure, the physician selected the mynx cadence vascular closure device 5f to close the access site. Allegedly, the device did not deploy correctly. No other details could be recalled by the staff. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1211403) indicated that the mynx lot met all established performance criteria prior to shipment.